Manufacturer narrative:
A ge service representative performed an onsite investigation. The hdd was evaluated and reformatted. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a corrupt software error. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.